Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2026 due to an occlusion. Due to insulin blockage, patient eventually got hospitalized due to elevated blood glucose level of around 300-400mg/dl. No further information available.